Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft occlusion could not be confirmed as no images were submitted for review and the patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). A specific cause for the outflow graft obstruction could be conclusively determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed as no log files were provided for review. Although a specific cause for the alarms could not be conclusively determined; the account reported that they resolved following the outflow graft revision surgery. Multiple attempts were made to obtain additional information regarding the events; however, no additional information was provided by the account. The patient remains ongoing on hm3 lvas, serial number, (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "attaching the sealed outflow graft to the aorta", instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "preimplant procedures" and "implant procedures", also cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure". Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
User facility medwatch received that states that the patient was experiencing low flow alarms. A computed tomography (CT) scan was done and showed and outflow graft (ofg) occlusion. The patient underwent an ofg revision procedure, and the flow returned to normal parameters. The patient had low flow alarms on (B)(6) 2022 and was notified to hydrate. The patient than began having shortness of breath, nausea, and vomiting. The patient was admitted on (B)(6) 2022 to the clinic with cardiogenic shock. The patient's lactate upon admission was 5.9 with total bilirubin (t-bili) of 3.6 and lactate dehydrogenase (ldh) of 305. The ventricular assist device (vad) flows decreased to 2-3 range. An echocardiographic ramp study was performed with no left ventricular compression. A computed tomography scan was also performed which found debris in the relief bend compressing the outflow graft. The patient underwent bend relief surgery on (B)(6) 2022 with improvement in flows.

Manufacturer narrative:
Voluntary mw number 3400300000-2022-0000013 was received 21mar2024. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was experiencing low flow alarms. A computed tomography (CT) scan was done and showed and outflow graft (ofg) occlusion. The patient underwent an ofg revision procedure, and the flow returned to normal parameters.

Manufacturer narrative:
Section d4 (catalog number and primary unique device identification (UDI) number): corrected. Section h6 (health effect - clinical code): corrected. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed as no images were submitted and the device remains in use. Additionally, the reported low flow alarms could not be confirmed as no log files were provided for review. Multiple attempts were made to obtain additional information regarding the events; however, no additional information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number, (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, list potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and outlines situations that can result in low flow, including changes in patient condition. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.